Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device did not sound an audible alarm tone on the low or high volume settings during an alarm condition. There were no reports of any adverse event while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone while on the high and low volume settings. This was due to a short in the piezo buzzer due to deterioration of the buzzer's silver coating that created a silver bridge between two pines. The silver bridge was caused by contamination.